Event description:
It was initially reported that the pump showed an alarm error "pressure error". The pressure went extremely high and the pump didn't stop. Follow-up investigation: the surgery was successfully finished by manually regulating the pressure downwards. A tubing set ar-6420cl, lot h14011 and ar-6425, lot e14068 (both tubing sets are not approved for sale in the USA) were used with the pump but unfortunately discarded by the hospital. It is unknown if the clamp test was performed prior to use. The standard setting for hip arthroscopies were used for the case. According to the surgeon, the patient had a massive edema and was transferred to the intensive medical care unit for observation. The patients actual condition is unknown. Further investigation: surgeon did not mention that an alarm signal given by the pump. Surgeon told the rep that the pump was continuously running, the surgeon did not take care of the "high running noise" that the pump caused. After a while, the patient´s swelling was observed, then or staff tried to reduce the pump pressure using the remote control - this didn´t work so the device was switched off and on again for several times. Sales rep told surgeon that it is very important to always keep an eye on the device & patient and immediately respond to anything irregular/unexpected. Surgeon stated that in this case, he probably did not respond sufficiently to the suspicious pump operation(continuous running / high noise level).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The original tubing sets reported in the event are not distributed or used in the u.s. And were discarded by the facility. The ar-6480 pump was evaluated. No non-conformances were found. According to the event, the surgeon did not mention that an alarm signal from the pump was heard. The or staff tried to reduce the pump pressure using the remote control - this didn´t work so the device was switched off and on several times. The surgeon also stated that he did not respond sufficiently to the pump operation issues. A most likely cause of the event is that the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Also, based on the information provided, another most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.